Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that post-implant, the patient received a shock and converted af. Later during the week, the lead dislodged, believed to be caused by twiddler's syndrome. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.